Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the competitor lead was first connected to the implantable cardioverter defibrillator (ICD), the ICD did not pace. The ICD was reprogrammed to asychronus mode and the lead was connected again. The lead was determined to be not seated well in the device and had to be reconnected. Later, the patient experienced asystole, syncope and a car accident. It was believed that the patient's symptoms were caused by a failure to capture due to a problem with the plug. The device remains in use. No further patient complications have been reported as a result of this event.